Event description:
In 2008, the pt's blood glucose was elevated to 300 mg/dl and she bolused through her infusion device. After 2 hours, the pt's blood glucose was still elevated and she bolused through her infusion device. The pt was then found unconscious by her husband and was taken by ambulance to the hospital. Her blood glucose measured 840 mg/dl and she was treated with an insulin IV. The pt was in the intensive care unit three days in 2008, and she was then transferred to another unit. Six days later, the pt switched to her backup infusion device. No further info is available. Product was requested to be returned for evaluation.